Event description:
3 weeks ago, the pt tested at 2.8 inr on the inratio meter. Dose was kept at 2.5 mg coumadin. A week later, the pt tested at 2.8 inr again on the inratio meter and the dose was kept constant. 4 days later, the pt complained of a bad headache and soon became unresponsive. Pt was rushed to the hosp emergency and the inr was 15.0 (lab test). The pt died, and since this episode, the physician does not trust the meter, though he agreed that the pt could have overdosed and there is no reason to say that the inratio meter was incorrect. In follow-up communication with the physician, he stated firmly again that there is no reason for him to believe that the death occurred due to a malfunctioning unit, but he cannot explain the jump to 15.0 inr in 4 days, unless there was negligence in the dose by the pt.